Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. The transfer set had been in use for one month and was replaced because of the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.